Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used in a lap sleeve gastrectomy. The handle screen went black after the first firing. No lights were indicated. No patient injury noted on this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.